Manufacturer narrative:
Despite attempts, this pacemaker was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the battery of this pacemaker was suspected to have prematurely depleted as the status was at end of life. Earlier in the year, the longevity of the pacemaker read one-and-a-half years remaining. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.